Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited high and undefined impedance, t-wave oversensing during episodes which caused device classified false detection, short v-v intervals and non-capture on the current  electrograms (egm). The rv lead remains in use. No further patient complications have been reported as a result of this event.